Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of compromised force sensor system alarm during set change. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose flush drive support disk. Unable to perform unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. However, the insulin pump was received with normal operating current and passed self-test, off no power test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.